Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at interrogation post implant, noise was observed, no p-waves could be sensed and atrial lead impedance was less than 100 ohms. The lead was explanted and replaced.